Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable na electrode results for multiple patient samples on a cobas pro ise analytical unit. The customer provided an example of discrepant results for 1 patient sample. The initial result was 148 mmol/l. The repeated result was 142 mmol/l. The questionable result was not reported outside of the laboratory. The sample was repeated due to the operator noticing the initial high result. The repeated result was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.